Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that there was a piece of white septum in multiple syringes. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 101 mg/dl.